Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet, including a decline from 211 mg/dl to 49 mg/dl, with frequent lows followed by highs; the patient does not announce meals, sometimes pauses insulin delivery and falls asleep, and overtreats hypoglycemia, which contributed to subsequent hyperglycemia. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, with usage problems identified involving improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.